Event description:
It was reported that on an unknown date, a 27mm navitor valve was successfully implanted using a large flexnav delivery system. On a later unknown date, a pacemaker was implanted. The patient was reported as stable. Subsequent to the initially filed report, the following information was received that the valve was implanted on (B)(6) 2023 the navitor valve was implanted at a depth of 3-4mm. On the same day, heart block was confirmed and the pacemaker was implanted in an emergency procedure.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was calcification extending beneath aortic annular plane in the interventricular septum, the patient had the valve implanted at a final depth of 3-4 mm, and the patient had no past medical history of arrhythmia. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. H6 health effect - clinical code: code 4580 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 27mm navitor valve was successfully implanted using a large flexnav delivery system. On a later unknown date, a pacemaker was implanted. The patient was reported as stable.